Manufacturer narrative:
Additional information has been requested. This report will be updated should further information be received.

Event description:
Boston scientific received information that this device and right ventricular (rv) lead exhibited high out-of-range pace impedance measurements and loss of capture at high thresholds. The field representative noted that the pace impedances had been gradually increasing over the past year. The device was reprogrammed to unipolar vector pacing and bipolar vector sensing. Low r-wave amplitude was noted in both unipolar and bipolar vector pacing. However, all other measurements were within normal ranges. This product remains in service. The patient was not pacemaker-dependent and was asymptomatic. The physician planned to continue monitoring the patient. No adverse patient effects were reported.